Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was reported that the insulin pump experienced motion sensor test failure as well as a functional check displacement piston test failure. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test a21 error test and occlusion test due to motor error alarms. No a35 alarm noted. All operating currents are within specification. The insulin pump passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.